Event description:
It was further reported that in (B)(6) 2012, the 85% in-stent restenosis of the previously placed study stent in the distal rca was treated with predilation and placement of a 2.5x14mm non-bsc drug-eluting stent. Post dilation was performed. Residual stenosis was 0%. The 75% stenosis in the proximal rca was treated with predilation and placement of 2 (4.0x18mm and 4.0x12mm) non-bsc stents in an overlapping fashion. Post dilation was performed. Intravascular ultrasound revealed 0% residual stenosis. The subtotal stenosis was in the distal left cx not the distal rca as previously reported.

Event description:
It was further reported that the lesion treated during the event was de novo and angiography report showed patent study stent in the distal rca. Hence, the event is unrelated to the study stent.

Event description:
It was further reported that per adjudication results that event of target vessel revascularization has been considered to be related to the study stent and not unrelated to the study stent as initially reported.

Event description:
(B)(4). It was reported that post a coronary stenting treatment procedure, the patient experienced abnormal stress test and dyspnea requiring intervention. The target lesion being treated was located in the distal right coronary artery (rca). The lesion was 75% stenosed, 3mm in diameter and 8mm long. The lesion was treated with predilation and placement of a 3.0x16mm study stent. Residual stenosis was 0%. The patient was discharged 1 day later on aspirin and clopidogrel. In (B)(6) 2012, the patient presented with chest pain and headache. Electrocardiogram revealed nonspecific st and t wave changes and regadenoson tomographic sestamibi scan revealed mild to moderate intensity partially-reversible ischemia involving inferior wall extending from the base towards the apex left ventricle and periapically involving the lateral aspect of the apex as well as the distal anterior apical wall. Proximally, this defect also involves the adjacent inferolateral and inferoseptal walls. In (B)(6) 2012, the patient came in for pre-operative clearance. A stress test performed on the same day revealed abnormal results. Angiography performed revealed subtotal stenosis in distal rca. Cardiac catheterization was recommended. The event was considered ongoing/unresolved.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device is a combination product. Patient identifier: (B)(6). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that in (B)(6) 2012, (B)(4) lab report notes 27.0% stenosis of the dist rca. (B)(4) lab notes no in-stent restenosis within study stent and remote target vessel revascularization.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).